Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited high capture threshold and low sensing. The lead was repositioned successfully. The patient was in stable condition.